Event description:
It was reported that the device was used during a gastrectomy. The device was loaded with a green reload. The scrub closed the device and then tried to reopen, but the device would not open. The device was never inserted into the patient. Another device was used to complete the case.

Manufacturer narrative:
(B)(4). Premature sled movement. The device was received for analysis with no visual non-conformances and with an ecr60g cartridge reload loaded in the device. The cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The returned device was tested for functionality with a test reload in the articulated position. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device closed and opened as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4).